Manufacturer narrative:
The anonymized placement video was received and analyzed on 15jan2024. The procedure took place on (B)(6) 2024 at 20:29, duration 08:41 minutes. Patient measurements during the device registration process were a width of 19.7 cm and sternum length: 8.2cm. Sternum length and patient width values are outside the normal range indicating the user incorrectly performed the body landmark registration process. Additionally, the lateral view of the real time placement pathway displayed during the procedure shows a straight line with no ascent towards the stomach indicating a potential airway insertion.

Event description:
A lung placement resulting in a pneumothorax occurred on (B)(6) 2024. Company made aware on 15jan2024.